Manufacturer narrative:
The investigation of the provided log file confirmed that the alarm messages "device failure (14)" and "alarm system failed" were posted during ventilation of the device. The deviation was caused by a temporarily impaired internal communication between the ecd display and ventilation unit. This symptom is characteristic for a temporary disruption of the electromechanical contact between the system cable and the pba syscon ecd or a faulty system cable. Checking the fitment of the system cable/pba syscon ecd for proper seating is recommended. Other than reported the ventilation continued. In case of an internal failure of the display unit (ecd) and/or an impaired internal communication between the ventilation unit and the ecd the alarm message "device failure (14)" will be raised. In addition, the derived alarm message "alarm system failed" may appear in case of an impaired internal communication. The display functions and operability of the ecd might be affected in case of an active "device failure (14)" alarm event depending on the technical root cause. If the internal communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. If the "device failure (14)"occurs during use, the main function of the device - the ventilation - will be not affected and continues as set. The device reacted as specified to a detected internal deviation and generated an alarm in order to alert the user prior to device use. The risk assessment concerning the reported event does not reveal any new or additional risk.

Event description:
The following was reported, a v800, sn: (B)(6), was involved in a patient incident where the vent turned off in patient use and gave a device error 14 message. The incident occurred around (B)(6)2025, 6:15:00. No patient health consequences have been reported.